Manufacturer narrative:
Product analysis: it was noted at analysis that the safety test was unable to be performed. It failed its grounding test and the bulkhead assembly was therefore replaced. It was additionally noted that the lower case was also replaced, for cosmetic reasons. The programmer then passed all functional and systems tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer which was returned in exchange for an updated model subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.